Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿all adhesions of small intestine and omentum within the hernia sac were taken down and then hernia sac was dissected free. A ventrio st mesh was placed using sutures.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall wound thereby underwent excisional debridement of abdominal wall wound, removal of mesh and placement of wound vac. Per operative notes, ¿hematoma and fluid were located posterior to the mesh. The mesh was removed and the wound was irrigated. A piece of black foam was cut to fit the wound, then connected to the wound vac.¿ attorney alleges that the patient had pain and infection. It is also alleged that the patient had hematoma and fluid posterior to the mesh thereby underwent excisional debridement of abdominal wall wound, removal of mesh and placement of wound vac.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 4 months post implant of ventrio st, patient was diagnosed with hematoma, purulent discharge and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hematoma and pain as possible complications. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿all adhesions of small intestine and omentum within the hernia sac were taken down and then hernia sac was dissected free. A ventrio st mesh was placed using sutures.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall wound thereby underwent excisional debridement of abdominal wall wound, removal of mesh and placement of wound vac. Per operative notes, ¿hematoma and fluid were located posterior to the mesh. The mesh was removed and the wound was irrigated. A piece of black foam was cut to fit the wound, then connected to the wound vac.¿ attorney alleges that the patient had pain and infection. It is also alleged that the patient had hematoma and fluid posterior to the mesh thereby underwent excisional debridement of abdominal wall wound, removal of mesh and placement of wound vac.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 4 months post implant of ventrio st, patient was diagnosed with hematoma, seroma and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hematoma, seroma and pain as possible complications. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Addendum #2: h11: this supplemental emdr is submitted to update annex e, annex b codes and to correct the UDI no. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.